Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and evidence of foam degradation was found - foam particles were visible. After evaluating the device, the third-party service center scrapped it. This supplemental report is submitted to finalize the report and to update the previously reported information that was submitted incorrectly: become aware of date, product brand name, manufacturing site, product UDI, operator of the device, device available for evaluation, date received by manufacturer, reason device not evaluated, device available for evaluation, device problem code, health impact code, evaluation results code grid, usage of device, remedial action, and recall number.